Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. Upon completion of the evaluation a follow up MDR will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 4361ml. The largest prescribed fill volume was 2500ml. This information meets iipv criteria. Baxter product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report any symptoms of overfill. Additionally, the patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low. The labeling review was found to be adequate for the use error identified in this complaint. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).